Event description:
The customer reported that the registration light would not turn green on the entrak 2500 system. No pt injury was reported.

Manufacturer narrative:
The MFR's service rep instructed the customer over the phone how to perform manual registration. The customer will call back if there are further problems. No further repair info is available.